Event description:
It was reported that the patient presented with episodes of orthostatic hypotension with ventricular assist device (vad) low flow alarms. The patient was admitted for medication adjustments and further testing. It was noted that the patient had discontinued their blood pressure medication and diuretics. Chest computed tomography angiography (cta) showed patent outflow graft and good pump position. It was also reported that the low flow alarms were related to volume status and the patient's symptoms resolved. The patient was discharged and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4)was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information provided by the site indicated that the patient presented with episodes of orthostatic hypotension with ventricular assist device (vad) low flow alarms. The patient was admitted for medication adjustments and further testing. It was noted that the patient had discontinued their blood pressure medication and diuretics. Chest computed tomography angiography (cta) showed patent outflow graft and good pump position. It was also reported that the low flow alarms were related to volume status and the patient's symptoms resolved. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.